Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained reduction forceps shows that the tip is broken off. Further investigation regarding the manufacturing documents, device history record, shows conformity to the specification. The broken surface itself is homogenous, indicating material conformity as well. The exact reason for this breakage is undetermined. The breakage is indicative of too much mechanical force applied well beyond the parts calculated design during usage. Placeholder.

Event description:
The tip of the forceps broke off. (B)(4).